Event description:
Customer reported through a media post that her sensor readings are inaccurate. Customer's blood glucose was 142 mg/dl. She stated that the accuracy for the first 24 to 36 hours of the sensor's life is very inaccurate. She stated the sensor would read 40 mg/dl for three hours, but customer would be around 100 mg/dl. Overnight, the sensor would read around 50 mg/dl even though customer's blood glucose was actually normal. Customer stated after the first 24 hours of the sensor, the readings are much more accurate. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.